Event description:
It was reported that the warmer had a bad display. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in used condition with evidence of scuffing on case. Found unit leaking from the tank reservoir due to a worn out gasket. Tested low fluid switch by pressing actuator down using plastic tube. Low fluid alarm did activate. Pressed general alarm test switch and both visual and audible alarms were present. The root cause of the reported issue was found to be found main circuit board to be faulty due to crack and missing pixels; this occurs when trying to replace the front cover incorrectly with too much force. Actions were taken to mitigate the reported issue: are unknown.